Event description:
The shaft kinked near the hub when the physician removed it from the protection tube.

Manufacturer narrative:
The pt info is unk. The hospital declined to provide the pt info. The angiosculpt device was returned for evaluation. Visual examination confirmed a break of the hypotube near the proximal end of the strain relief. The balloon does not appear to have been inflated. It is probable that the physician improperly handled the removal of the device from the hoop, resulting in a break of the hypotube near the proximal end of the strain relief.